Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material inside of the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. The legal manufacture reviewed, the cleaning disinfection and sterilization (cds) process steps provided by the customer. And it is unknown, if there are deviations from the instructions for use (IFU). As the customer did not provide a response regarding whether there was any damage to the reprocessing equipment¿s accessories for precleaning and manual cleaning. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the auxiliary water channel was not confirmed. The instruction manual states, the detection method associated with the event in "gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection". And preventative measures in "gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.